Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 20 mg/dl. The customer was treated with intravenous fluids of saline. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings which resulted in the control iq software being unable to suspend insulin delivery. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.